Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was 593 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy. Customer declined to provide additional information regarding these alarms.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in the logs however no failure was found and a different issue was identified.